Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and a bolus was delivered to address bg. Paramedics treated customer with intravenous insulin and transported customer to hospital. Customer was admitted and insulin drip was continued. Elevated bg was resolved with no permanent damage. Customer was discharged on (B)(6) 2019. Customer had a lower lip infection and thought it may have been the cause of the elevated bg; however, was not sure. Customer's healthcare provider (hcp) requested customer contact tandem technical support (cts). Cts confirmed customer's bolus via pump history. There were no reported pump alerts/alarms. Recommendation was made for customer to discuss other factors that could impact bg with the hcp.